Event description:
The customer reported an increase in the occurrences of red-tinged plasma post-filtration. The customer believes the red-tinged plasma is hemolysis. There was not a transfusion recipient or patient involved at the time of the whole blood processing for plasma units, therefore no patient information is reasonably known at the time of the event. The disposable set is unavailable for return because the customer discarded it. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
(B)(4). Investigation: the disposable set was not received for evaluation. Reserve samples for atypical hemolyzed lot were used for testing. Hemolysis testing was performed on the cationization and super-cationization membranes, with hemolysis found. Reserve samples for this lot were visually examined, and the solution volume and solution composition were tested, with no abnormalities noted. The manufacturing records were reviewed. The lot conformed to all specifications. Root cause: a definitive root cause could not be determined. It is possible that the cationization levels of the filters is causing the hemolysis. Hemolysis can also be caused by the following:-characteristics of blood, e.g. Red blood cell fragility-bacterial contamination-excessive cooling-filter clogging corrective action: an upper limit of the average cationization level has been established and implemented in lots now being manufactured.